Event description:
The respiratory therapist (rt) reported that the ventilator shut down and alarmed while in use on a patient. The rt reported there was no patient harm. The rt reported the unit would then not power on. The rt reported there was a generator switch over approx 4-5 hours before the ventilator shut down. Review of the ventilator diagnostic log did not identify any occurrences of a shut down during operation. The manufacturer's service technician reported the unit would not power on. The service technician replaced the power management pcb board to complete the repair. Final applicable testing was performed and passed to operating specifications. The unit was in use at (B)(6) hospital.